Manufacturer narrative:
UDI - (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned product exhibits signs of repeated use (nicked or gouged) and is fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial impactor head broke while it was being hit during implantation of tibia baseplate.